Event description:
It was reported that the patient received an alert that the high voltage lead impedance increased. Possible lead damage or loose setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Distributor.